Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
A definitive root cause could not be determined. An issue related to static discharge could be excluded. The corrective actions were successful and the analyzer was working well again. A tray modification kit was installed. There were no reports of any patients being incorrectly treated because of this event.

Event description:
The customer alleged they received questionable thyrotropin (tsh), triiodothyronine (t3), and 25-hydroxyvitamin d (vitd) results on their e601 analyzer. The customer stated that samples were run in the morning without any problems. In the afternoon, the customer stated they received an instrument alarm in connection with a static discharge from the laboratory technician. The instrument was shut down, re-started, and quality control was performed. All the results from measuring cell one were incorrect and the results from other measuring cells were ok. No other patient sample were tested in measuring cell one. On (B)(6) 2013, a liquid flow cleaning was performed in triplicate. All the quality control results were normal again. Patient samples from (B)(6) 2013 were repeated. The corrected results were sent to the clinics. On (B)(6) 2013, the clinics were informed by phone of this incident and asked to be observant of the new test results. The units of measure were requested but not provided. The first patient's initial tsh result was 0.837. The repeat result was 2.16. The second patient's initial tsh result was 0.85. The repeat result was 2.05. The third patient's initial t3 result was 4.45. The repeat result was 1.86. The fourth patient's initial tsh result was 1.7. The repeat result was 3.82. The fifth patient's initial vitd result was 152.2. The repeat result was 97.55. The sixth patient's initial tsh result was 1.06. The repeat result was 2.57. There were no deaths, injuries, illnesses, or deteriorations in health associated with the erroneous results. The customer did not know if the patients were harmed by any action taken. The tsh reagent lot number was 174482. The expiration date was requested but not provided. The t3 reagent lot number was 172323. The expiration date was requested but not provided. The vitd reagent lot number was 174625. The expiration date was requested but not provided.